Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was not used for diagnostic or treatment purposes as the products were returned unopened. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed labeling review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that occasionally there was one red rubber intermittent catheter that had smaller diameter, softer and more flexible. Hence they were not usable for the customer, as the rigidity needed was not that of the usual size. In the past few months, customer noted that the number of these different catheters were on the rise. Customer stated that 9 catheters were found in a box of 100. Customer also stated that the difference was clear both to visual inspection and to feel. Per follow up on 10may2021, customer had occasional thin-walled, smaller diameter one in a box of 100. The current box of 100 about to finish and had 38 of the thinner ones in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that occasionally there was one red rubber intermittent catheter that had smaller diameter, softer and more flexible. Hence they were not usable for the customer, as the rigidity needed was not that of the usual size. In the past few months, customer noted that the number of these different catheters were on the rise. Customer stated that 9 catheters were found in a box of 100. Customer also stated that the difference was clear both to visual inspection and to feel. Per follow up on (B)(6) 2021, customer had occasional thin-walled, smaller diameter one in a box of 100. The current box of 100 about to finish and had 38 of the thinner ones in it.

Event description:
It was reported that occasionally there was one red rubber intermittent catheter that had smaller diameter, softer and more flexible. Hence they were not usable for the customer, as the rigidity needed was not that of the usual size. In the past few months, customer noted that the number of these different catheters were on the rise. Customer stated that 9 catheters were found in a box of 100. Customer also stated that the difference was clear both to visual inspection and to feel. Per follow up on (B)(6) 2021, customer had occasional thin-walled, smaller diameter one in a box of 100. The current box of 100 about to finish and had 38 of the thinner ones in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.